Event description:
It was reported that, after tka surgery had been performed, patient developed an infection. A revision surgery was performed to exchange the journey ii bcs insert. No further information is available.

Manufacturer narrative:
Results of investigation: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision/insert exchange was performed post-tka due to the patient developed an infection. It was communicated that clinically relevant documentation/further information was not available. Reportedly, the root cause of the revision was the unspecified infection; however, the source of the infection remains unknown. The patient impact beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. Internal reference number: (B)(4).